Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, since the product was manufactured before the design change measures for the power switch were taken, it was presumed that this phenomenon occurred because the power switch was damaged (cannot be pressed) due to the amount of operating force applied to the power switch and the number of times exceeding the expected value. No further information on the cause of the failure was obtained as the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported to olympus that, the evis exera iii xenon light source front panel switches malfunctioned, and the power button stayed pushed in. Another device was used to complete the procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.